Manufacturer narrative:
The reported event of inadequate capture was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood. X-ray examination found the over-torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements and helix mechanism issue resulting in failure to retract the helix. The ra lead was removed and replaced. The patient had no adverse consequences.